Event description:
We are a large pediatric medical group. We give about 250,000 injections/year. We have been using the vanish point syringe since 2008. We have experienced dozens of instances of the syringe leaving a "black" dot on the patient at the injection site. It looks like a tattoo. We have reported this to the manufacturer, they have not been able to replicate this in the lab. Dates of use: 2007. Diagnosis or reason for use: pediatric immunization. Event abated after use stopped or dose reduced? Yes.